Manufacturer narrative:
The device was received for evaluation. The perforator was visually inspected, and the product label was slightly soiled and there was an extra sticker label on top of the regular label. The perforator was then functionally tested. A series of holes with drilled without issues. The device performed as intended. A review of manufacturing records could not be performed as no lot number was provided. Based on the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI -- (B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or additional relevant information, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate, a perforator failed to disengage, causing cerebral contusion. Patient does not have symptoms at time of report. The thickness of the "patient" skull was "approxx" 5 to 7 mm. The perforator will be returned.

Manufacturer narrative:
UDI (B)(4). Multiple attempts to obtain additional information were not successful. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies related to the reported issue. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.